Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign bodies at the air/water cylinder (tube) control unit, and foreign material at the air/water channel in the insertion part of the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it could be related to an inadequate reprocessing procedure; however, it was not possible to establish a direct correlation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.